Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to patient anatomy/condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised to a reverse due to rotator cuff failure on (B)(6) 2016. The components did not cause the revision although the prior surgeon may have used a head that was a little big for the patient as per the surgeon.